Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the technical support specialist explained the customer on the medbank myqlink outage, requested to submit the request again and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to submit and request medical prescription (rx) verify. The customer stated that this malfunction occurred while dispensing medications to the patient. However, there were no delay or adverse events or injuries reported based on this event.